Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 32 mg/dl. Reportedly, customer was unresponsive and was subsequently hospitalized. The customer and customer¿s healthcare provider alleged that the pump was the cause of the low bg level. Bg was treated with intravenous glucose and fluids. Customer sustained a broken toe due to the low bg level. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved.